Event description:
It was reported that the infinity skull clamp clutch disengaged. The surgeon nudged the lock mechanism and it became unlocked. There was no patient injury. Surgery delay was unknown. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 10 may 2016. The product was not returned for evaluation. The lot number for the device in question was not provided nor was the device sent in for inspection as such the most likely lot# could be 071 or 129: lot# 071; this device was manufactured on march 31st, 2007. Date of service: 09/15/2014 reason for service: routine maintenance. Lot# 129;this device was manufactured on december 31, 2012 and a review of dhrs containing lot code 129 showed that these lots passed the required inspection points without mrrs, reworks or variances.there is no service history for this device. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.